Event description:
It was reported that a user noted recurring blood glucose declines around the same time each day while using the ilet system and had been pausing insulin therapy and pre-treating potential low glucose, with review of device logs showing glucose drops without recorded hypoglycemia at those times. Symptoms included confusion, memory difficulty, dizziness, irritability, and malaise. Outcomes included user-initiated treatment of perceived low glucose with food. Investigation included review of uploaded device and report logs and user education regarding treatment of hypoglycemia. Investigation of this case revealed that the device operated as designed, with no alerts or alarms, and that user behaviors consistent with pre-treating for anticipated lows and pausing insulin likely contributed to the reported glucose variability. It was concluded, based on previously established findings for similar reports, that user management practices were the most probable cause.